Event description:
The customer reported the battery is not charging after fco implementation. This was later clarified, the defib was not charging for the delivery of energy. There was no report of patient involvement.